Event description:
It was reported that the pump malfunctioned, showing error code malf 12. The malfunction did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.